Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: the device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available, corrected data: correction: b3: date of event updated to 10-nov-2022.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that there was an incident with a pump with epidural. The fentanyl dose was a100 milliliter bag. The pump displayed a message that the bag was almost empty while there was still a remaining volume of approximately 70 milliliters minimum. A biomedical engineering technician believes the problem is with the tubing and it's caused by green anti-leakage clamp. The tubing pinches here and creates an occlusion that cannot be detected by the device. To solve the problem, you have to massage tubing while pressing anti-flow clamp to undo crushing creating obstruction. It was also indicated that they have another pump with the same problem. There was no patient injury reported but the patient had a lot of pain due to not receiving prescribed dose. No medical or surgical intervention was reported.